Manufacturer narrative:
It was reported that the light head came off. The biomed called stating they will use a third party to repair the complaint. If stryker receives any further information about this complaint, a supplemental will be filed. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that the light head came off. There was no patient involvement or adverse consequence reported.